Event description:
It was reported through the patient outcome that the patient received a heart transplant. The outcome was device or therapy related. The device parameters were within normal limits for this patient. The pump was explanted and would be returned.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: multiple requests for additional information, including product status, were sent to the customer; however, no further information has been provided at this time. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, document revision d is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.